Manufacturer narrative:
Concomitant medical products: dtba1qq crt-d, implanted: (B)(6) 2016; 439888 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an audible alert triggered and upon interrogation, a right ventricular (rv) lead integrity alert (lia) triggered due to sensing integrity counter (sic) and high rate non-sustained ventricular tachycardia episodes. The episode electrograms (egm) showed oversensing and noise on te ventricular egms for all episodes and atrial oversensing was seen on one of the episode egms. The lead trends were stable, along with in-office sensing, impedance and threshold measurements. The patient stated that at the time of the episodes and the audible alert tone, they had been working on a travel trailer and putting air in the tires. The device was reprogrammed and the rv lead and right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.